Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving intrathecal dilaudid 10 mg/ml at 1.99 mg/day, baclofen 166.5 mcg/ml at 33.29 mcg/day, and bupivacaine 17 mg/ml at 3.399 mg/day via an implanted pump for spinal pain. The patient believed he had an infection and was currently in the hospital and receiving intravenous (IV) antibiotics. It was noted they were ¿checking everything¿ and were tracking it to the pump and the catheter. The patient thought the pump catheter came out and one of the doses went all over the sheets. The patient called the managing doctor¿s office and the doctor was out until tomorrow. The patient was told to contact a company representative (rep) to see what was going on with the pump. A week or so ago the infection started ((B)(6) 2018) and on (B)(6) 2018 the catheter came out. Additional information was received from the rep on 11/27/2018 who was notified on (B)(6) 2018 that the patient¿s pump pocket was inflamed and infected. The patient had symptoms of chills and fevers (date unknown when star ted) and the patient was admitted to the hcp on (B)(6) 2018. The doctor decided to remove on (B)(6) 2018. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 11/29/2018 indicated in regard to the catheter coming out and one of the doses going all over the sheets, they were not sure if the catheter was dislodged and it appeared that this fluid might be infectious fluid. It was noted the catheter was still in the patient and explant was to be announced and they were not sure when. It appeared this was an infection and not a catheter issue. The cause of the pump pocket infection was not determined. The entire system was to be explanted but was not scheduled yet and the event was not resolved. The patient¿s weight was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Updated to reflect information received on 2019-mar-21. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-mar-21. The patient reported that following the pump explant, the patient's hospital stay required 10 additional days for blood poisoning. A vacuum was reportedly then placed in the patient for weeks. No further information was received.